Event description:
Patient was found with knees on floor, torso between bed rails, face down on mattress. Patient deceased. Family contacted the state police - (B)(6) 2021 program contacted state police for report. They will not release report program will need to subpoena for record. Washington coroner office called, reports it will take approximately 10 weeks before they are able to provide us cause and manor of death.